Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner had failed. A field service engineer found that the scanner was not lighting up. The scanner turned off and on when adjusting the universal serial bus (usb) cable. Then the fse replaced the universal serial bus (usb) cable and tested the scanner. All tests passed, and the customer verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user had to repeatedly reboot the device due to drawer failed that caused the scanner to stop function, resulted on a reoccurred cycle. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.